Event description:
It was reported that the customer's blood glucose reading was 31mg/dl. The paramedics were called and treated the customer. The daughter also mentioned that the customer was hospitalized more than two months ago for low blood glucose. The customer's blood glucose reading was 23mg/dl. The daughter stated that she had downloaded the insulin pump for the last two days, and no bolus was found for one day. It was also stated that the customer is using levemir, which is causing the customer's low blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.